Manufacturer narrative:
Section b3: event date is estimated. The event of a pocket revision was reported to abbott. The ipg was repositioned due to discomfort. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at the site of the drg ipg site. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was repositioned, and therapy was restored.